Event description:
This info was reported as a customer complaint. On 8/8/97, vasoseal was used in left groin following a diagnostic catheterization procedure. On 8/11/97, vasoseal was used in left groin following a ptca procedure. Some time later, pt presented to ER with a lump that was draining prulent matter. Cultures showed a staph aureus infection. Pt was treated with IV antibiotics and an I&d was done.